Event description:
It was reported that a (B)(6) year-old female patient had re-operation for a valve-in-valve procedure after an implant duration of approximately 6 years of a 21mm pericardial aortic valve. The reason for re-op was calcification leading to stenosis and regurgitation (ava 7 cm2, pg 56 mmhg). A 20mm valve was implanted. Patient's outcome reported as stable.

Manufacturer narrative:
Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to confirm the reported calcification and stenosis or to identify root cause. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.